Event description:
It was reported that the pump touchscreen would not turn on and was unresponsive. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.